Event description:
The customer reported a flogard pump with a battery that would not charge. It is unknown if there was patient involvement during this event. However, no injury nor medical intervention was reported when this event was received. There is no additional information at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed on customer site. Service determined that the cause was due to a discharged battery, which was evidenced in the alarm log as a low battery alarm. The main batteries were replaced onsite at the facility by a field service technician in order to resolve the issue. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.